Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a treatment provider that a cooladvantage applicator leaked from bottom of the applicator above the umbilical cord.there was no patient or provider safety impact.

Manufacturer narrative:
Field service was performed. Cause of leakage is unknown replacement provided to customer.

Event description:
Allergan aesthetics received a report from a treatment provider that a cool advantage applicator leaked from bottom of the applicator above the umbilical cord. There was no patient or provider safety impact.

Event description:
Upon further review of the reported event, the event is not consistent with a unit leak.

Manufacturer narrative:
Corrected data: b5, d1, d4.